Event description:
Qv otc consumer received false positive for 1st test; went to ER room & reported pcr and antibody test as negative -- tss advised of qv otc sensitivity and specificity for positives and negatives; will log feedback for review and follow-up

Manufacturer narrative:
Subject: qv otc consumer received false positive for 1st test; went to ER room & reported pcr and antibody test as negative -- tss advised of qv otc sensitivity and specificity for positives and negatives; will log feedback for review and follow-up investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Investigation summary: in response to your complaint, we tested retained devices from the reported lot with negative standard. In our quality control laboratory, all the retained devices tested yielded valid and accurate negative results at the ten (10) minute result read time. Although we were unable to duplicate your complaint, the information you provided has been documented and will continue to be monitored. Root cause: could not determine with retains.